Event description:
It was reported that low longevity estimate was observed via a merlin.net transmission. In-clinic interrogation of the device showed normal longevity estimates. The drop in battery voltage was reported to be an erroneous measurement. The device will be monitored, patient condition is good.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.